Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/09/2014 with the following findings: the complaint was verified in history, but not reproduced. During investigation, a review of the black box showed a call service alarm at 12:18 am on (B)(6) 2013. Insulin delivery was resumed at 6:45 am on (B)(6) 2013. The pump passed the flow accuracy test and was found to be delivering within required specifications. The pump was exercised for 24 with no call service alarms occurring during testing. The pump was opened and moisture damage was found on printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error must be considered as contributory, as the pump emitted an alarm which the user did not address. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient's father contacted animas and alleged the following: his daughter's pump emitted an alarm at 10:38 pm yesterday. At that time, the alarm was cleared and pump rebooted. Patient went to sleep and alarm history shows the alarm was emitted again at 12:19 am. Patient did not wake up at that time to address the alarm, and woke up this morning with a blood glucose (bg) of 492 mg/dl. Patient had large ketones with thirst and nausea. They have not checked bg after correction. Father is giving correction through pump at this time, and had already cleared the alarm when he called into customer support (cts). Father denies exposure to or moisture in pump, states that battery cap is sealed without an oring showing; denies any cracks around battery compartment. Cts instructed father to call as needed for all alarms and prn, and suggested that the change alarms and alerts to audio high vs. Vibrate at night while sleeping. Cts advised father continue with corrections and monitor bg closely. There is no indication of pump malfunction. This complaint is being reported because a patient on pump therapy experienced hyperglycemia subsequent to the user error of not addressing the alarm emitted by the pump.